Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00285; 3005168196-2016-00281.

Event description:
The patient was brought back for another thrombectomy procedure using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). During the procedure, while the physician was advancing the cat6 through another manufacturer's sheath, the cat6 became kinked and this in turn made it difficult to advance the sep6 through the cat6. The cat6 and sep6 were removed and the procedure continued using an indigo system aspiration catheter 5 (cat5). The cat5 performed as intended and the physician was able to remove clot in the tibial artery; however, the patient continued to clot because his anticoagulation medications were not effective. Following the procedure, the patient was going to see a vascular surgeon. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the indigo system separator 6 (sep6). The sep6 was measured to be within specification. Conclusions: evaluation of the returned devices revealed the distal tip of the indigo system aspiration catheter 6 (cat6) was ovalized. This type of damage typically occurs due to improper handling during use. If the cat6 is forcefully pinched during insertion into a sheath, this type of damage may occur. The kink and the ovalizations observed on the cat6 distal shaft were likely incidental damage, and may have occurred during forceful manipulation while trying to advance the sep6 through the damaged device. The sep6 had no visible damaged, and was measured and functionally tested to be within specification. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.